Manufacturer narrative:
A supplemental report is being submitted for investigation completion. Product event summary: outflow grafts with unknown lot numbers were not returned for evaluation. External devices with unknown serial numbers were not returned for evaluation. The reported events could not be confirmed since the devices were not returned and there is no evidence or supporting data provided. As a result, the reported events could not be confirmed due to insufficient evidence. Based on the investigation conducted, there is no evidence to suggest that a device malfunction caused or contributed to the reported events. A possible root cause of the reported events can be attributed to, but not limited to operator technique during the implant procedures. Additional products: d1: heartware ventricular assist system ¿ unknown mcs device d4: serial #: unk h6: FDA method code(s): 4114 h6: FDA results code(s): 3221 h6: FDA conclusion code(s): 67 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Medtronic was made aware of this event through a search of literature publications. It was not possible to ascertain specific device information from the literature publication or to match the event with previously reported events. This information is based entirely on journal literature. This event occurred outside the u.s. All information provided is included in this report. Patient information is limited due to confidentiality concerns. Multiple patients and multiple manufacturers were noted in the article; however, a one to one correlation could not be made with unique device serial numbers. The baseline age of the patients represented in the article is 55 years old. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: results of primary biventricular support: an analysis of data from the euromacs registry. European journal of cardio-thoracic surgery; december 2019; 56(6):1037-1045. Doi: 10.1093/ejcts/ezz173 additional products: heartware ventricular assist system ¿ unknown mcs device, model #: unk / catalog #: unk / expiration date: unk / serial#: unk, UDI #: asku. Mfg date: unk. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed which contained information regarding ventricular assist devices (vads). The article discussed the clinical outcomes for patients on biventricular vad (bivad) support, based upon data from the european registry for patients with mechanical circulatory support (euromacs). Multiple patients and multiple manufacturers were noted in the article; however, a one-to-one correlation could not be made with unique device serial numbers. The article reported device malfunctions that included external device failures, outflow graft malfunctioning/positioning issues, pump failures and other unspecified malfunctions. The status/location of the vads is unknown. No patient complications have been reported as a result of this event.